Manufacturer narrative:
Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
Analysis concluded the stim lead (lot no. Va10qbc) distal end was stretched.

Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via a manufacturing representative that during an implant procedure the surgeon could not re move the lead through the introducer in order to reinsert for a different angle. They used an x ray and found that the electrodes were pulling apart as she pulled the lead. The entire lead and introducer was removed and replaced and would be returned. The same thi ng reportedly occurred with the second replacement introducer. The third was put in a different location but the second lead was used for permanent implant. They thought the introducer was getting nicked by bone. The issue was resolved at the time of this report. Additional follow up was to be conducted pending device return.